Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 14850524.

Event description:
It was reported that the patients leads were fractured due to a non device related fall. During a revision procedure it was found out that there were high impedances on the leads. The patient will undergo a revision procedure to replace leads.

Event description:
It was reported that the patients leads were fractured due to a non device related fall. During a revision procedure it was found out that there were high impedances on the leads. The patient will undergo a revision procedure to replace leads. Additional information was recieved that the patient underwent a lead replacement procedure wherein a paddle lead was implanted. The patient was doing well postoperatively and explanted leads were discarded by the medical facility.